Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During testing, the pump alarmed and displayed the message "error 41171". The type of error shown indicates an issue with the software. The cause of the software error was not established.

Event description:
It was reported that the device gave an alarm and displayed "error 41171". No known adverse effects to patient.